Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device has been affected. The parents will be asked this question when seen later. Patient will be referred to his audiologist for further follow-up and imaging may be performed.

Manufacturer narrative:
(B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient was seen for testing as he reported not being able to hear on the left side. The patient is bilaterally implanted. Hearing performance with the device has been affected. The parents report no incident of accident or trauma or illness. There was no swelling or redness at the implant site observed when the patient was seen. The patient was re-implanted.